Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2021. During the procedure, a portion of the zero tip basket broke within the bladder. The fragments were retrieved via cystoscopy with the use of forceps and the procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block g2: maude reference number is mw5102623. Block h10: the returned zero tip basket was analyzed, and a visual evaluation noted that sheath was kinked at the distal section. The handle was disassembled and the pull wire was pulled off from the sheath. The cannula notch was observed with no evidence of basket wires, meaning that the basket was detached. Microscope inspection found that with all 8 crimp indenter marks on both sides of notch. A raman spectrum was collected where the remaining cannula met the window of the splice joint. The raman spectrum exhibited peaks associated with cyanoacrylate, confirming presence of adhesive in the cannula notch. The reported event was confirmed. Based on all available information, it is probable that procedural or anatomical factors encountered could have affected the device performance and its integrity. Handling of the device during procedure can lead to the basket detached from the pull wire at the cannula notch section and the sheath kinking. This could be cause by the excess of force applied and interaction with additional devices/tools could have contributed with the event. Consequently, affecting the device performance. Therefore, the most probable root cause for the failure reported and the failures discovered during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Maude reference number is mw5102623. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2021. During the procedure, a portion of the zero tip basket broke within the bladder. The fragments were retrieved via cystoscopy with the use of forceps and the procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was stable.